Event description:
It was reported that the patient experienced light-headedness, weakness, lethargy, and hypotension, including orthostasis. It was indicated that the patient had a refill on (B)(6)-2012 and 24-48 hours post refill, the patient developed these symptoms. During that time, it was noted that the patient's dose was decreased to 1.2 mg/day, however the symptoms persisted and the patient was hospitalized over the weekend. The patients pump was programmed to minimum rate mode. It was planned on the day of report that the patient would have another refill and that all of old drug would be removed. It was later reported that a complete drug exchange and reservoir rinse occurred. In addition, the entire contents of the pump, catheter and internal tubing were emptied and the drug was sent to be analyzed. It was indicated that the patient was restarted at 0.25 mg/day; however the patient's outcome was not provided. The drugs delivered via pump were dilaudid/clonidine mixture.

Event description:
An additional patient symptom was reported: looseness.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Product ID 8731, serial# (B)(4), implanted: 2004-(B)(6), product type catheter. (B)(4).